Manufacturer narrative:
A sample device was not returned for analysis; the iol remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported that following implant of an intraocular lens (iol) a patient experienced two diopter more myopia. Additional information was requested.

Manufacturer narrative:
Additional information was provided in h3, h6 and h10. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).